Event description:
It was reported that when the biomedical engineer (biomed) was testing the epg (external pulse generator), after a report by a clinician that the epg was not pacing correctly, the sensitivity was oscillating on the ventricular channel when using a netech defibrillation tester. At 2mv (millivolts), the sensitivity went to 52mv, which is async pacing. Another time, while set to 2.0, it went to 3.8. The biomed had another tester, a biotech PMA-1, and the ventricular sensitivity was tested at 2mv, and it measured in specification. The clinician had reported to the biomed that the epg was set at 90 but pacing at 75, and the sensitivity was set to 2.0. Follow-up with the user-facility found the epg was attached to a pediatric patient, and the strips were reviewed after the incident, but no instances of pacing at 75 were found; the epg was pacing correctly. The epg was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4) analysis confirmed the reported event of the external pulse generator (epg) pacing incorrectly. The main printed circuit board (pcb) was found to be out of specification electrically. Analysis could not confirm the report of the ventricular sensitivity oscillating. The keyboard was also noted to be contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4) analysis confirmed the reported event of the external pulse generator (epg) pacing incorrectly. The main printed circuit board (pcb) was found to be out of specification electrically. Analysis could not confirm the report of the ventricular sensitivity oscillating. The keyboard was also noted to be contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event of the external pulse generator (epg) pacing incorrectly. The main printed circuit board (pcb) was found to be out of specification electrically. Analysis could not confirm the report of the ventricular sensitivity oscillating. The keyboard was also noted to be contaminated.